Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : there is no expiration date for this product. Initial reporter phone# : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping. The following information was provided by the initial reporter : the customer reported that the needle cutter did not cut.

Manufacturer narrative:
H6: investigation summary a video of the customer demonstrating the use of the safeclip was provided. Customer struggled to insert and clip the needle using the safeclip. Wear to the device over numerous uses may be sufficient to result in difficulty using the device. Build-up of the remnants of clipped needles may further inhibit usage. Unable to perform a DHR review due to an unknown lot number for not clipping. Based on the video received, bd was able to confirm the customer¿s indicated failure of the safeclip not trimming needles. H3 other text : see h10.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping. The following information was provided by the initial reporter : the customer reported that the needle cutter did not cut.